Manufacturer narrative:
The returned precision ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The physician suspected the reported loss of stimulation was due to electrocautery used in a non-device related surgery; however, device analysis revealed the ipg to be in hibernation mode, able to be fully charged, and working properly.

Event description:
It was reported that two days following hip surgery the patient could not feel stimulation and the remote could not communicate with the ipg. The physician suspected electrocautery was used during the hip surgery, but was not able to confirm. The patient underwent a revision procedure to replace the ipg and therapy was restored.

Manufacturer narrative:
Date of event: exact date unknown.

Event description:
It was reported that two days following hip surgery the patient could not feel stimulation and the remote could not communicate with the ipg. The physician suspects electrocautery was used during the hip surgery. The patient underwent a revision procedure to replace the ipg and therapy was restored.